Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. While prepping and outside of the patient, it was noticed that a 24 x 3.50 promus premier select stent struts were bent. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a 24 x 3.50 promus premier select stent delivery system (sds) was returned for analysis. Device returned without stent attached. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Blood like substance visible on distal balloon cone. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. While prepping and outside of the patient, it was noticed that a 24 x 3.50 promus premier select stent struts were bent. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.